Event description:
It was reported the pt was implanted with a monarc subfascial hammock pelvic mesh sling on or about (B)(6) 2010 to treat stress urinary incontinence. The pt experienced mental and physical pain and suffering, erosion of internal bodily tissue, hardening, dense scarring, recurrent incontinence, dyspareunia, and permanent injury. The pt underwent add'l non-specified surgery on or about (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.